Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Prior to an implant attempt of the subject device, irregular function of the fixation mechanism was reported by the physician. As indicated, the helix extended normally, but numerous rotations were required to retract the helix. Following this trial, the physician identified a deformation to the distal section of the lead.